Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), inflammation ("inflammation"), arthralgia ("joint pain"), loss of libido ("loss of sex drive") and feeling abnormal ("memory fog") and was found to have white blood cell count increased ("increase in white blood cells"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, genital haemorrhage, inflammation, arthralgia, white blood cell count increased, loss of libido and feeling abnormal outcome was unknown. The reporter considered abdominal pain lower, arthralgia, feeling abnormal, genital haemorrhage, inflammation, loss of libido and white blood cell count increased to be related to essure. The reporter commented: 3 coils being noted on both sides. Most recent follow-up information incorporated above includes: on 18-aug-2021: mr received. Reporter information, medical history, lot number, rcc note added. Event medical device removal deleted. Surgery added to event abdominal pain lower and marked it as serious incident and intervention required. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a female patient who had essure (batch no. 838567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), inflammation ("inflammation"), arthralgia ("joint pain"), loss of libido ("loss of sex drive") and feeling abnormal ("memory fog") and was found to have white blood cell count increased ("increase in white blood cells"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, genital haemorrhage, inflammation, arthralgia, white blood cell count increased, loss of libido and feeling abnormal outcome was unknown. The reporter considered abdominal pain lower, arthralgia, feeling abnormal, genital haemorrhage, inflammation, loss of libido and white blood cell count increased to be related to essure. The reporter commented: 3 coils being noted on both sides. Lot number: 838567 manufacture date: 2011-03 expiration date: 2014-03 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced inflammation ("inflammation "), arthralgia ("joint pain"), loss of libido ("loss of sex drive"), feeling abnormal ("memory fog"), abdominal pain lower ("cramps") and genital haemorrhage ("heavy bleeding") and was found to have white blood cell count increased ("increase in white blood cells"). The patient was treated with surgery (surgery to remove implant devices). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, inflammation, arthralgia, white blood cell count increased, loss of libido, feeling abnormal, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, arthralgia, feeling abnormal, genital haemorrhage, inflammation, loss of libido, medical device removal and white blood cell count increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation "), arthralgia ("joint pain"), loss of libido ("loss of sex drive"), feeling abnormal ("memory fog"), abdominal pain lower ("cramps") and genital haemorrhage ("heavy bleeding") and was found to have white blood cell count increased ("increase in white blood cells"). The patient was treated with surgery (surgery to remove implant devices). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, inflammation, arthralgia, white blood cell count increased, loss of libido, feeling abnormal, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, arthralgia, feeling abnormal, genital haemorrhage, inflammation, loss of libido, pelvic pain and white blood cell count increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.